Event description:
It was reported that during the implant procedure, a wet tap occurred. Blood patch was performed on the patient and the implant procedure was completed. Proper precautions were taken, and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7105391. UDI: (B)(4).